Event description:
It was reported the hcp was able to aspirate the reservoir, but was unable to fill it. The pump did not move around in the pocket nor did the pocket depth appear to be an issue. Additional info has been requested, a f/u report will be submitted if additional info becomes available.